Event description:
It was reported that a single-use implantable drug delivery device with an indwelling cannula was connected to the patient on (B)(6). At 5:00 pm on (B)(6), during the infusion process, drug extravasation was observed, and leakage was detected at the connection point of the single-use implantable drug delivery device with the indwelling cannula. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.